Event description:
3m red dot ECG stickers were extra sticky and difficult to remove from patient. A few of them ripped in half while trying to remove because they wouldn't un-adhere to the patient's skin. This has been happening more frequently, and we were asked to write an ers with lot number. Lot # 202611cg.